Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the drill was sparking while running. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the drill was sparking while running. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corrosion was found within the drill. Increased friction due to corrosion is a probable cause of the reported event.